Event description:
The facility reported an infusion pump with a failure code 810:04. The event was reported to have occurred during patient use. The hospital representative stated they have no record of any patient incident involving the pump, since the last baxter service event and no patient injury had been reported. No additional information or contact was available.

Manufacturer narrative:
The pump is in the process of being evaluated. A follow up report will be filed upon completion of the evaluation or if additional information becomes available.